Manufacturer narrative:
The field service representative service determined the sample probe, electrodes, and pathway were dirty. The sipper probe and reagent probe were occluded and there was insufficient vacuum. He cleaned the sample probe, the pathways and conditioned the electrodes. He also replaced the sipper and vacuum diaphragms, and cleaned the reagent probe. Calibration, qc, and precision were performed. The investigation found the service actions resolved the issue.

Event description:
The initial reporter received a questionable ise indirect gen.2 sodium result for one patient sample from the cobas 6000 c501 analyzer. The initial result was 104 mmol/l and was reported outside of the laboratory. The nurse questioned the result and the patient was tested in the ER with an istst analyzer with a result of 140 mmol/l. The customer repeated the original sample on another analyzer and the result was 144 mmol/l. The repeat result from the original analyzer was 143 mmol/l. The electrode lot number and expiration date were requested but were not provided.